Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering due to the lows they were experiencing. The customer¿s blood glucose level was 60 to 93 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the lows. The customer stated that they believed the pump was over delivering due to the recent field corrective action. Troubleshooting was completed but did not resolve the issue. The customer stated they use a competitor's sensor system. The insulin pump will be returned for analysis.